Manufacturer narrative:
On 21-nov-2025, it was clarified that the aware date was on 27-oct-2025, instead of 28-oct-2025. No further information was provided.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since the review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn, and a risk calculation cannot be determined there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2025, this spontaneous report was provided to bridges consumer healthcare regarding a female (age was not provide) in association with a thermacare menstrual heat wrap. On 29-oct-2025, additional information was provided. On an unspecified date, the consumer topically applied a thermacare menstrual heat wrap for an unspecified indication. On an unspecified date, after applying the product the consumer experienced a burn on her lower stomach. The area was painful. She used ointment, scar cream, and bandages for treatment. She had trouble comfortably exercising and performing normal daily activities. As of (B)(6) 2025, the injury was noted to have worsened, and the skin around the burn started to peel. The consumer reported to have followed the package instructions for use.